Event description:
A medtronic sales rep called and said that the string fell off of a neurosurgical pattie. During surgery, they tried to x-ray the patient and claimed they can't find/see the pattie. The pattie was not retrieved. No patient injury reported. The patient is fine.

Manufacturer narrative:
The hospital returned 30 unopened packs of lot# 30105 (same lot of the actual device involved in the incident). Evaluation summary: for the x-ray pull test, 10 patties were tested and all of the x-ray test passed. For the locator string pull test, 20 patties were tested and had one failure (string peeled off). Per the product information and instructions, the locator string is for location/identification purposes only and not for removing the pattie from the wound. The device history records were reviewed; found no anomalies on the pattie and the identification string of this product and lot.